Event description:
A hemodialysis user facility has reported that an internal blood leak occurred in a dialyzer during treatment. The leak was observed visually and confirmed with a test strip. The patient's blood was not returned. Estimated blood loss was approximately 300ml. There are no other known ill effects to the patient. There is a sample available for evaluation.